Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced low blood glucose level. Customer's blood glucose showed low by meter. Customer's blood glucose value was unknown. The customer's mother declined troubleshooting for low blood glucose. The customer was treated with carbohydrate intake but blood glucose was not coming up. Customer discontinued the insulin pump. The device will not be returned for analysis.